Event description:
A malfunction alarm was reported, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump. However, the pump was replaced, and the customer will use current pump for insulin therapy until the replacement arrives.